Manufacturer narrative:
Qn#(B)(4). After an additional medical review, a determination was made to re-classify complaint (B)(4) as a malfunction. There was no serious injury. Complaint (B)(4) is a malfunction.

Event description:
It was reported that clips got broken at loading. Therefore, a new package was opened instead. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A half of a loose clip was also returned. The cartridge and loose clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with the retainer missing and no intact clips remaining in it. The loose clip was broken in half at the hinge. The clip appears used as there is biological material present on the clip. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The loose clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge and a half of a loose clip was returned. The cartridge was returned with no intact clips remaining in it. The loose clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73a1900194 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips got broken at loading. Therefore, a new package was opened instead. No clip fell/remained in the patient.